Event description:
It was reported that "following a 3.5 hr right lung lobectomy, a red outline (butterfly shape) was noted on the patient's lower back and upper buttocks area. There had been a pool of iodine/betadine solution under the pt in this area. The dr indicated dr felt this was an esu/electrosurgical burn. 1st ddgree, due to poor ground pad/skin contact.